Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the spray button hole with your finger. 2. Push the button all the way in while covering the hole (2-step push). Ensure that water flows across the endoscopic image.n smoothly returns to its original position." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope, had an angulation malfunction. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards /downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a white clouded area; suction cylinder is shaved; paint on suction cylinder is peeled; image guide protector has a scratch; objective lens has a scratch; adhesives around objective lens has white-clouded area; adhesives around lens guide lens has white-clouded area; plastic distal end cover has a scratch; connecting tube has a scratch; connecting tube has a wrinkle; paint on the suction cylinder is peeled; and plastic distal end cover has a dent. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.